Event description:
Right knee pain; right knee swelling; not able to walk on right leg. Information was received on 04-jun-2007 from a male patient with a medical history of knee pain and a prior series of synvisc in the left knee in 2006. The patient received 3 synvisc injections into the right knee in 2007. On an unknown date, the patient experienced pain and swelling of the right knee and was not able to walk on his right leg. The physician gave him a cortisone injection on an unknown date and told him that he would have to have knee replacement surgery because synvisc did not work. At the time of this report, the patient had not yet recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Cortisone injection.